Event description:
It was reported that following an acute ischemic stroke, a thrombectomy procedure using the stent retriever combination technique in the left middle cerebral artery m3 segment was performed. During the procedure, vessel reperfusion was not achieved. Perforation of blood vessels occurred which was related to the subject stent retriever. One day post procedure, the patient had symptomatic intracranial hemorrhage (ph-2 parenchymal hematoma) and subarachnoid hemorrhage (sah) which caused prolongation of existing hospitalization. Intervention performed due to these events are unknown. Relationship of ph-2 and sah to subject stent retriever and procedure are also unknown. Patient passed away 18 days post procedure. Physician confirmed that patient death was not related to subject stent retriever, procedure or primary disease. Cause of death was not provided. No other information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. As per the additional information the device was prepared for use as per the directions for use, no damage noted to the packaging prior to opening the packaging, and device confirmed to be in good condition during preparation/prior to use on the patient. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of patient-anticipated procedural complication will be assigned to the as reported patient intracranial hemorrhage and patient vessel perforation.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that following an acute ischemic stroke, a thrombectomy procedure using the stent retriever combination technique in the left middle cerebral artery m3 segment was performed. During the procedure, vessel reperfusion was not achieved. Perforation of blood vessels occurred which was related to the subject stent retriever. One day post procedure, the patient had symptomatic intracranial hemorrhage (ph-2 parenchymal hematoma) and subarachnoid hemorrhage (sah) which caused prolongation of existing hospitalization. Intervention performed due to these events are unknown. Relationship of ph-2 and sah to subject stent retriever and procedure are also unknown. Patient passed away 18 days post procedure. Physician confirmed that patient death was not related to subject stent retriever, procedure or primary disease. Cause of death was not provided. No other information is available.